Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was not returned to the manufacturer for evaluation and procedure images were not provided; therefore, the reported event could not be confirmed. The instructions for use (IFU) identifies aneurysm rupture and vessel perforation as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed for an acom aneurysm. During advancement of the web through the via in tortuous anatomy, the via unexpectedly moved forward and the aneurysm was perforated. The web was quickly deployed, as was intended, in the aneurysm and bleeding subsided. The patient is reported to be stable and recovering.